Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure, the right ventricular (rv) lead need to be repositioned multiple times and the helix was deployed and retracted multiple times. Finally, the helix would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.